Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was using an enlite sensor and it broke. Customer was trying to insert the sensor and the sensor did not release. Sensor was pulled out of the customer's skin. Customer's blood glucose level was over 600 mg/dl. Customer reported that the serter does not release the sensor after the 2nd button press. Customer was advised that the catch arm may be bent. No further assistance needed.